Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred and patient went to surgery. The 85% stenosed straight target lesion was located in the moderately tortuous and severely calcified mid to proximal left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected for use. During the procedure, after a 0.014 wire was passed through, a 2.5mm semi-compliant balloon was inflated but it deformed like the shape of a dog bone and was unable to inflate sufficiently. The physician switched to 2.5mm non-compliant balloon then dilatation was performed again for about three times but it was still unable to inflate sufficiently. With this condition, the physician was unable to place a drug eluting stent, so a 1.50mm the rotalink¿ plus was used. Ablation was performed in the lesion area with a rotation speed of 200,00rpm and the lesion was crossed on the third ablation. The device was then pulled out. When fluoroscopy was performed, perforation was noted as the contrast media was found to be leaking near the mid to proximal lad. Intra-aortic balloon pump was inserted then semi-compliant balloon was inflated and tried to perform hemostasis but the issue was not resolved. As a result, the physician requested to perform surgical procedure. Hemostasis was achieved through surgical procedure. No further patient complications reported. The patient was hospitalized and the condition was good.